Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5194902 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 03 aug 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that verse x25 inserter/tightener the tip of the device was stripped. No other issues were identified. The dimensional inspection was performed for verse x25 inserter/tightener. The observed stripped condition of the components is consistent with the complaint condition. The device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for verse x25 inserter/tightener. While no definitive root cause could be determined, it is probable component was broken due to the unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: -expedium verse x25 final tightener dimensional inspection: the distal shaft of the device was measured to be within the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a lumbar spinal fusion at l1-2 treating l4 centrum fracture on (B)(6) 2021. One (1) unknown set screw was stripped during final tightening. A second unknown set screw was also found to have its tip stripped. It was found that the verse x25 inserter/tightener had a broken tip. The procedure was successfully completed with less than thirty (30) minutes surgical delay. The patient outcome was stable. There was no patient consequence. Concomitant device reported: unknown handle (part# unknown, lot# unknown, quantity unknown) this report is for one (1) verse x25 inserter/tightener. This is report 1 of 3 for pc (B)(4).